Event description:
It was reported that the embolectomy catheter balloon was inflated and then it ruptured, causing the wire inside to wrap itself inside the vessel and get caught. An extra incision was made below the area to remove the wire. No permanent pt injury was reported.